Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient's outcome could not be conclusively determined through this evaluation. Although the cause of death was reported as unknown, the patient¿s outcome was not considered to be device or therapy related. It was reported that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation after the patient passed away. Log file review captured a low power advisory alarm on (B)(6) 2023 at 1:21 pm, low power hazard alarm at 3:13pm, and a no external power alarm at 4:00pm. The emergency backup battery (ebb) was able to maintain motor speed of 9000 rotations per minute (rpm) while in power save module through 5:50pm. It was noted that the patient had not connected to wall power throughout the log file history, indicating the patient had been sleeping on battery power. Related manufacturer's report: 2916596-2023-05304.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.